Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿impaction bone grafting using freeze-dried allograft in revision hip arthroplasty¿ by nicholas j. De roeck, frcs, and khalid j. Drabu, frcs, published by the journal of arthroplasty (2001), vol. 16, no. 2, pp. 201-206, was reviewed for MDR reportability. The authors report on 32 patients undergoing revision hip arthroplasty using cemented components and impaction allografting with processed freeze-dried bone. The patients in this study underwent surgery between 1994 and 1996, having acetabulum, femur, or both components revised. The implants used in the index tha are not identified. Follow-up occurred routinely at 1 year, 3 years, and 5 years. Implanted products: an ogee cup (de puy) with 28-mm inner diameter was cemented in 30 patients. A 32-mm cup was used in 2 femoral components, with 32-mm heads that did not need revised. For femoral revisions, an elite plus (de puy), non-polished stem was cemented in place. The cement used was a competitor product. The morselized bone allograph is unknown. Results: 1 periprosthetic fracture- treatment unknown. 9 trochanteric non-unions- no treatment needed. 2 progressive radiolucent lines in the femur- no revision. 3 progressive radiolucent lines in acetabulum- no revision. 1 femur subsidence greater than 5-mm without revision. 4 acetabular subsidence greater than 5-mm without revision. 1 dislocation treated with a brace. 5 surgical interventions: 3 for recurrent dislocation- revision of cup and head. 1 early aseptic loosening of acetabulum- revision of cup and head. 1 surgery to remove cerclage wires to treat bursitis. "